Event description:
When priming the line with normal saline (ns) while preparing a hazardous chemotherapy product, the line started leaking from one of the rubber pieces that is attached to the tubing itself. Incident did not reach the patient.